Event description:
Healthcare professional reported "multiple folds, "pain", "probable effusion zone", "axillary region show nodes of normal morphology and echogenicity, less than 10 mm", "recurrent infections (mastitis)", "displacement", "implant effusion", "rupture", "abundant serous drainage". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of unspecified infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection and malposition.